Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 34 mg/dl due to incorrect bolus wizard settings. The customer treated with glucose tablets and food, and her blood glucose increased to 133 mg/dl. Troubleshooting was declined for the low blood glucose. The customer was not worried about the functionality of the insulin pump. No products were returned or replaced.